Event description:
Dr was using a coopersurgical mystic ii ref #10057 mushroom shaped vacuum extractor to deliver a baby. Suction was set at 30 mmhg. Upon delivery of the infant's head, dr was unable to release the suction on the release valve. Multiple attempts were made to release the suction. When the valve did not release, dr opted to cut into the tubing to release the suction before delivery of the infant's body. The patient had a midline episiotomy with a 4th degree laceration. While dr was attempting to release the suction, it was difficult for the patient not to bear down to deliver the infant. We are unsure if the patient would have had this 4th degree extension if the valve had released the suction and proper attention could have been immediately placed on supporting the perineum and controlled delivery of the head. The device in question was given tobiomed for inspection. Biomed contacted the manufacture and informed them of the need to cut the tubing in order to release the suction. Though no other cases had been reported, the manufacturer requested that the device be returned to them. The rn who wrote the variance stated that she did so because she was unsure if the physician hadn't been focused on trying to release the suction created by the vacuum extractor would hehave been able to provide perineal support as the infant's head was delivering and possibly prevent the 4th degree laceration from occuring. Unfortunately, it is almost impossible to know whether a 4th degree laceration would have occured regardless. Literature suggests that eliminating the use of routine midline episiotomies during vaginal deliveries involving vacuum extractors or forceps decreases the liklihood of a 4th degree laceration. This information was presented at a recent ob business meeting. Whether the use of a midline episiotomy had an impact in this specific case is unknown.

Event description:
Dr was using a coopersurgical mystic ii ref #10057 mushroom shaped vacuum extractor to deliver a baby. Suction was set at 30 mmhg. Upon delivery of the infant's head, dr was unable to release the suction on the release valve. Multiple attempts were made to release the suction. When the valve did not release, dr opted to cut into the tubing to release the suction before delivery of the infant's body. The patient had a midline episiotomy with a 4th degree laceration. While dr was attempting to release the suction, it was difficult for the patient not to bear down to deliver the infant. We are unsure if the patient would have had this 4th degree extension if the valve had released the suction and proper attention could have been immediately placed on supporting the perineum and controlled delivery of the head. The device in question was given tobiomed for inspection. Biomed contacted the manufacture and informed them of the need to cut the tubing in order to release the suction. Though no other cases had been reported, themanufacturer requested that the device be returned to them.the rn who wrote the variance stated that she did so because she was unsure if the physician hadn't been focused on trying to release the suction created by the vacuum extractor would hehave been able to provide perineal support as the infant's head was delivering and possibly prevent the 4th degree laceration from occuring. Unfortunately, it is almost impossible to knowwhether a 4th degree laceration would have occured regardless. Literature suggests that eliminating the use of routine midline episiotomies during vaginal deliveries involving vacuumextractors or forceps decreases the liklihood of a 4th degree laceration. This information was presented at a recent ob business meeting. Whether the use of a midline episiotomy had animpact in this specific case is unknown.